Manufacturer narrative:
Device evaluation has confirmed the reported issue and was found to be due to faulty cable. In addition, faded label on rear cover, peeled rubber seal on rear cover packing was observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU): "warning ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Based on evaluation findings, the reported phenomenon was confirmed. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
It was reported "the image did not appear" . The issue was found at preparation for use. There was no patient impact, no harm reported due to the event.